Event description:
It was reported that the patient presented to the hospital due to fatigue and lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and low pacing impedance. The rv lead was capped and replaced (B)(6) 2023. The patient was in stable condition throughout the procedure.